Event description:
The customer reported that the device would hang in opcheck and the opcheck could not be completed. No patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.